Event description:
Customer reported received a blood glucose result of 465 mg/dl on their freestyle flash blood glucose monitor, while around thhe same time also receiving a result of 135 mg/dl on an unk brand of meter. Based on the flash result of 465 mg/dl. Customer took an extra dosage of insulin and reported losing consciousness. Orange juice, abanana, coke, and honey were administered by customer's husband in order to stabilize glucose levels.